Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed a "bridge test fail" message. Complainant indicated that the patient subsequently expired.